Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer pertaining to an unknown patient encountered at an office appointment on (B)(6) 2016. The unknown patient received an unknown drug in an implantable pump for an unknown indication for use. The reporter asked their healthcare provider (hcp) why their pump did not alarm "like the other pumps in the waiting room." The unknown patient's alarm occurred due to low volume. The hcp reportedly did not have their drug when they came in for a refill, so the patient had to return later the same day before their pump went empty. There were no patient symptoms reported. No further information was reported.